Event description:
The customer initially reported that the knife trigger stuck and the jaws would no longer open. The jaws were not on tissue at the time this occurred. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.